Event description:
It was reported that removal difficulty was encountered. The patient presented with coronary artery disease and underwent percutaneous transluminal coronary angioplasty. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending (lad) artery and left circumflex (lcx) artery. A 2.00x12 maverick balloon was advanced for dilatation but failed to cross the lesion and was replaced with a non-boston scientific (bsc) balloon. Following pre-dilatation, a 3.00x16 and 2.50x24 synergy drug-eluting stents were advanced into the lad and lcx respectively but failed to cross. Both stents were removed and replaced with two non-bsc stents. A 2.75x8 nc quantum apex balloon was used to optimize the proximal portion of lcx stent, while a 3.50x8 nc quantum apex balloon was advanced but failed to cross and got stuck in the proximal portion of the lad stent and was removed with some difficulty. Another 3.50x8 nc quantum apex balloon was used to complete the proximal optimization technique successfully. The procedure was completed with no patient complications.

Manufacturer narrative:
Returned product consisted of an nc quantum apex balloon catheter. The device was microscopically and visually examined. There was a kink to the hypotube 2cm distal to the strain relief. There was contrast in the inflation lumen and the balloon. The shaft was twisted for a length of 2mm at the proximal end of the rapid port exchange (rpe). The balloon was loosely folded, and the tip was damaged. Product analysis could not confirm the reported event, as the clinical circumstances could not be replicated. There was tip damage, and the shaft was twisted. There was also a hypotube kink found to the device.

Event description:
It was reported that removal difficulty was encountered. The patient presented with coronary artery disease and underwent percutaneous transluminal coronary angioplasty. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending (lad) artery and left circumflex (lcx) artery. A 2.00x12 maverick balloon was advanced for dilatation but failed to cross the lesion and was replaced with a non-boston scientific (bsc) balloon. Following pre-dilatation, a 3.00x16 and 2.50x24 synergy drug-eluting stents were advanced into the lad and lcx respectively but failed to cross. Both stents were removed and replaced with two non-bsc stents. A 2.75x8 nc quantum apex balloon was used to optimize the proximal portion of lcx stent, while a 3.50x8 nc quantum apex balloon was advanced but failed to cross and got stuck in the proximal portion of the lad stent and was removed with some difficulty. Another 3.50x8 nc quantum apex balloon was used to complete the proximal optimization technique successfully. The procedure was completed with no patient complications.